Manufacturer narrative:
Partial concomitant information: model 3186 (x2), scs lead. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced pain at the scs ipg pocket site. Consequently, surgical intervention may be taken to address the issue.